Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after a percutaneous coronary interventional procedure using a 7f sheath. Reportedly, during step 3, the suture broke. When the device was removed, the knot was noted to out of the anatomy. After the guide wire was re-inserted, a new prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Factors that may contribute to suture malposition include, but are not limited to, interaction with the patient anatomy or friable femoral vessel. Factors that may contribute to suture separation include, but are not limited to, interaction of the device with patient anatomy, suture pulled until it breaks. The subsequent treatment appear to be related to the circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.